Manufacturer narrative:
The manufacturing records for the device were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. No deviation or non-conformance report (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that following implantation of an ar40e intraocular lens (iol) is the left eye, the patient experienced inflammation. The report indicates the procedure was without incident. Day 8 post-op the patient returned for a follow up visit and the left eye was noted to be red, the aqueous humor in the anterior chamber was turbid, fundus was clear and no abnormality was found. Day 11 post op patient complained of not seeing clearly, the eye was still red. A large amount of fibroid exudate around the central pupil was noted. Day 12 post op visual acuity was counting fingers, aqueous humor in the anterior chamber was turbid, fibroid exudate noted and no light reaction; physician suspected enophthalmitis and the patient was hospitalized. Treatment included ceftazidime, vancomycin and vitreous injection and a large amount of fibroid exudate was found after 30 minutes. The patient was transferred to another hospital for a vitrectomy; no obvious turbidity in vitreous and fundus was clear. Day one post-op (from vitrectomy) corneal edema and exudate in anterior chamber were noted, no turbidity in vitreous. Day 2 corneal edema was reduced but exudation increased and intraocular pressure was increased. The surgeon suspected crystal reactive uveitis. Day 3 due to increased exudation, the iol was explanted. The procedure was successful and the patient was stable. Anterior chamber exudation was absorbed and no exudation in iris was noted. In follow up it was noted the iol would not be returned to the manufacturer for evaluation.

Manufacturer narrative:
In follow u,p the patient was noted to be stable and is awaiting her second procedure to implant another intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.